Manufacturer narrative:
The pump alarmed motor error alarm during the basic occlusion test due to protruded drive support disk. The pump was unable to verify compromised force sensor system alarm due to motor error alarm. The pump was received with cracked case at display window corner, battery tube threads, broken belt clip slot, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 300+ mg/dl. The customer stated that the alarm appeared while performing the fill tubing action. The customer stated that the piston does not stop and does not recognize the reservoir. The customer stated that the motor cap is sticking out. The customer was advised to discontinue use of the pump and revert to a backup plan. The customer will be sent a replacement pump.